Event description:
The customer reported being hospitalized due to high blood glucose of 525mg/dl. The caller stated that the device alarmed motor error. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a self test and passed. The displacement test could not be performed as customer did not have any supplies. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. However, the insulin pump passed the displacement test and bolus delivery. No motor error alarms occurred during test. Motor test passed. The insulin pump was returned with a broken reservoir tube lip, missing o-ring reservoir tube, cracked reservoir tube and a missing end cap sticker.